Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and a potential contributing factor to the reported complaint was identified. The complaint was determined to not be relevant to this investigation. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) 04798342 was opened on march 17, 2024 to address the reported event. Per the sr, an manufacturer performed an on-site assessment and replicated the reported event. To resolve the issue, the manufacturer replaced the nonconforming light, then found the system to meet manufacturer specifications per service test procedure (stp). Light was received at the manufacturing site. A visual assessment of the returned sample revealed discoloration to wire. The returned sample was installed into a console and tested. The illumination output passed for both ports. No system message displayed. The reported event was not replicated. Refer to the attached investigation log and photo(s). Per the sr, an manufacturer performed an on-site assessment and replicated the reported event. To resolve the issue, the manufacturer replaced the nonconforming light, then found the system to meet manufacturer specifications per service test procedure (stp). The returned sample was installed into a console and tested. The illumination output passed for both ports. No system message displayed. The reported event was not replicated. The light was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Through investigation of this complaint, it has been determined that the product met specifications. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before vitrectomy surgery, an ophthalmic system displayed error code and both of the lamp ports were unable to use. The procedure was completed using auxiliary illuminator. There was no patient contact.